Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d334 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #1: air detected, tubing leak, and pressure dome membrane leak. No trends were detected for these complaint categories. A corrective and preventive action has already been initiated for complaint category, pressure dome membrane leak. This assessment is based on information available at the time of the investigation. The analysis of the kit and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report that the return chamber within the pto was dry after 330ml of whole blood processed. A 90ml was displayed for the return bag which the customer confirmed looked appropriate. A 17ml was displayed for the treatment bag. The customer denied that there were any alarms during prime. An alarm #1: air detected alarm occurred with air seen in the return line. The customer was advised to disconnect the lines from the patient, and replace the return line in the air detector with another fluid filled tubing in order to clear the alarm. Then the customer was advised to end the treatment. The customer was informed on how to abort the treatment after the contents of the centrifuge bowl had emptied into the return bag. The customer was instructed on how to return the contents of the return bag manually to the patient via a blood transfusion set. The customer verbalized understanding. The customer reported that the patient was baseline. When the customer was uninstalling the kit, one of the pressure domes started to leak. The customer was unsure which pressure dome leaked. Service was not requested at this time. The kit and smart card were returned for investigation.

Manufacturer narrative:
The kit, photos and smartcard data were returned for analysis. The smartcard data indicated that prime was successfully completed. Several alarm #1: air detected and alarm #17:return pressure alarms were seen during the treatment. An alarm #16: collect pressure and an alarm #9: blood pump error also occurred during the treatment. The operator ended the treatment after 345ml of whole blood processed. An analysis of the kit found no issue with any of the kit pressure domes. There was no evidence of dried blood on any of the pressure domes to indicate a pressure dome membrane leak. However, dried blood was found in the pto to the right of the filter assembly. The kit was pressure tested and a leak was found at the site between the blue striped tubing and its port on the t connector. The blue striped tubing was found to be only partially inserted into its port on the t connector, which likely caused an incomplete bond to form. The root cause of the leak is, likely, manufacturing operator error when forming the bond. The issue was addressed through a corrective action which included retraining of the manufacturing operators who perform this task. The product return analysis confirmed the occurrence of alarm #17: return pressure, alarm #16: collect pressure and alarm #9: blood pump error alarms. Trends were reviewed for these complaint categories and no trends were detected. However, a corrective and preventive action has already been initiated for complaint category, alarm #9: blood pump error. (B)(4).